Event description:
Sims level 1 received a report that three-fourths of the way through an aneurysm repair, an anesthesia technician went to hang a bag of blood and noticed a "bloody discoloration" in the water tank of the fluid warmer. There also appeared to be blood leaking onto the floor from the top of the water tank. The disposable set was disconnected from the fluid warmer and the fluid warmer was shut-off. The disposable set was returned to level 1 and upon visual examination it was noted that there were four needle-stick punctures in the top of the y-injection port. Upon destructive testing and visualization under a microscope it was noted that there was two punctures, from a needle, through the connector wall into the IV path of the tubing.